Manufacturer narrative:
(B)(4).

Event description:
According to the reporter: the eye of the outer seal is not aligning when a device is removed from the port. Have to use a finger to fix the seal and get another device through. There was no patient injury.